Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ¿bleeding¿ occurring from the right atrial (ra) lead implant site and the site was drained. However, the following morning, an ultrasound showed a pericardial effusion, causing a tamponade. The patient experienced chest pain. The physician noted that the ra lead helix was screwed into the atrial free wall, which could have been the cause of the pericardial effusion, but this was not confirmed thus, both the ra and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.